Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they smelled a burning odor and observed smoke from the architect c4000 analyzer. Field service found the high concentrate waste pump tubing was damaged and leaking on multiple instrument parts within the c4000 analyzer. The field service representative found the cnn20 connector and cable were charred. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
Field service inspected the analyzer and found a split peristaltic head tubing was the source of fluid leaking from the high concentration waste peristaltic pump assembly. The leaking liquid contacted the c4 cnn board causing it to smoke at the connector position for the cnb20 to rbcr cable. A photo to the complaint shows scorching on the board at the cable connector position. Fs resolved the issue by replacing the c4 cnn board and the hcw peristaltic pump assembly. The cnb20 cable connector was cleaned and found to work satisfactorily. A review of the ticket history for c400901 did not identify any issues that may have contributed to the issue. There have been no further reports of smoking since the parts were replaced. A review of complaint and trending data did not identify any adverse trends for tickets associated with the likely cause parts. A review of architect c4000 tracking and trending data in the product monitoring review for the clinical chemistry systems revealed no systemic issues or adverse trends related to the issue identified in this complaint. The 2018 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage was limited to the c4 cnn board connector position. A labeling review found the architect system operations manual provides labeling with regard to electrical hazards, emergency shutdown, and troubleshooting the reported issue. The architect c4000 system service and support manual provides information regarding electrical hazards, and instructions for replacing the likely cause parts. Based on the available information and this investigation, no systemic issue or deficiency of the architect c4000 analyzer was identified.